Manufacturer narrative:
Concomitant medical products: 6935 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and had their implantable cardioverter defibrillator (ICD) system explanted. During explant of the pacing lead, there was a perforation between the superior vena cava (svc) and atrium. The damaged was attempted to be repaired, however the aorta was also perforated, resulting in patient death.